Event description:
While attempting to intubate a trauma code, I ((B)(6)) utilized the channel blade of the king vision scope. Due to the size of the patient, I placed the blade in the patient's mouth sideways as if I were placing an oral airway and as I turned the blade, it cracked at the point where the blade begins to curve. The crack was large enough that I was not comfortable continuing to utilize the blade. While attempting to obtain an airway during a trauma code, I ((B)(6)) utilized the channel blade of the king vision scope. Due to the size of the patient's chest, I inserted the blade into the patient's mouth as if I were placing an oral airway. I attempted to turn the blade for proper placement in the patient's mouth and without and resistance the blade cracked at the point where it begins to curve. The crack was large enough that I did not feel comfortable continuing to utilize the blade.